Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure the patient was anticoagulated with angiomax, plavix and aspirin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the technician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the technician shuttled down to a definitive stop he attempted to retract the sheath but the device jammed. The advancer tube was not exposed or visible. The sealant appeared to have been deployed. The device was removed and the patient was converted to approximately 45 minutes of manual compression in which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1223502) indicated that the device lot met all established performance criteria prior to shipment.